Event description:
A power on reset condition was seen on the implantable neurostimulator when it was being charged prior to implant. The device was not implanted. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Testing of the implantable neurostimulator (ins) (model 37712, serial number (B)(4)) revealed a parity power on reset (por). The ins was returned in its original unopened shrink wrapped shipping box. The service life had not been started. A parity por had occurred and there was a parity por count of 6. A por showed on a recharger when the ins was recharged. Most of the sram was checked for a parity error caused by a stuck bit and no errors were found. It is likely that only one parity error had occurred and that the increased por counts were a normal function of the firmware. It is assumed that when a programmer sees a por it will clear the bit, however, the firmware code is designed so that it does not clear the parity por bit when it is encountered. The firmware assumes another parity por has occurred and continually counts them as new occurrences. The por bit is automatically cleared by the pt programmer and not by the physician programmer. No anomalies were observed with the ins.